Event description:
During a tfn procedure, the surgeon was attempting to insert the helical blade into the fixation nail and both subject devices bound up along with the instrumentation. Surgeon removed the instrumentation by impacting, and the two subject devices were removed with new instrumentation. Surgeon selected a new blade and nail and completed the procedure within two hours. This is one of two reports for this event.

Manufacturer narrative:
Add'l info has been requested. Subject device was not implanted/explanted. The investigation cannot be completed, no conclusion could be drawn as no device was returned. A device history record was requested and received: the raw material and device history record were reviewed and revealed no complaint related anomalies.